Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device reached eos when the patient was trying to increase the level. The device was just placed on (B)(4) 2017. The patient¿s weight was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that due to the weather conditions they noticed an increase in pain in (B)(6) 2017 and wanted to increase their stimulation, however they stated that they got a picture of a healthcare provider (hcp) and an end-of-service (eos) message. It was reported that the patient¿s hcp wanted to coordinate an appointment with a manufacturing representative. It was reported that the device was off/disable and no longer providing therapy. It was asked if any traumas/falls were possibly related to the issue and the patient had indicated that they had injections which did not help. The patient also indicated dissatisfaction with the ins longevity. The patient was redirected to follow-up with their healthcare provider to resolve their symptoms and eos issue. The patient stated that they had an appointment on (B)(6) 2017. Patient services emailed reps in the area indicating that the patient¿s therapy was not working and was at eos and a rep responded on (B)(6) 2017 stating that they spoke with the patient. The event date for the eos was not reported. Patient services called the patient back and left a message requesting the date they saw the eos message. No further complications were reported/anticipated.